Manufacturer narrative:
(B)(4). Catalog # is either zteg-2d-32-147-jp or zteg-2d-32-147-pf. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: it was not possible to conclude the exact root cause for this event. The most likely reason for the described sma coverage was stentgraft misplacement. No evidence to suggest that product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. Tevar was selected in consideration of pre-existing conditions. Since eia and cia were too narrow to advance the delivery system, transaortic approach with a double purse-string suture was performed under general anesthesia. Though the physician attempted to place tx2 esbe-32-80-pf to cover the ca due to thrombotic aneurysm confirmed from the ca, it was placed a bit more proximal than planned. Next, zteg-2d32-147-* was deployed just above the sma. Another device, 2p-36-127-*, was additionally placed in the proximal site to cover the ca properly that was not fully covered with esbe-32-80-pf. Angiography right after the tevar did not confirm any abnormality of the flow in the sma. Ca was embolized with coil. Angiography performed to reconfirm the flow in the sma showed slight abnormality. Also, complete disappearance of the waveform was confirmed by masuring it with pressure wire. Therefore, the physician judged that the sma was covered with the stent graft, zteg-2d32-147-*. Then, the stent graft was pushed up with coda. However because the waveform was not revived, it was pushed up to the proximal side several times with dryseal sheath by catching the bare stent of the distal component. Since waveform revived and mean pressure became 35 mmhg, the physician judged that the flow in the sma recovered. Rpn is either zteg-2d-32-147-jp or zteg-2d-32-147-pf but cannot be determined. Patient outcome: there have been no adverse effects reported so far.